Event description:
It was reported that ¿cartridges are harder to slide in and out¿. There was no reported adverse impact to the customer. Patient declined further follow-up with technical support, and no additional information was received regarding the outcome of the event.